Manufacturer narrative:
The complainant sought medical attention at the emergency room where she worked at on two (2) occasions. She was prescribed prednisone and decadron and was referred to a dermatologist. The complainant also sought medical attention with a doctor who diagnosed her with contact dermatitis. Multiple attempts were made on (B)(4) 2014 to obtain further information; however, the complainant has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A complainant alleged that she had experienced a reaction with symptoms of itchiness, redness, blisters and burns on her skin after wearing a lead apron that was wiped down with caviwipes.